Event description:
It was reported to philips that the frontal ippc failed to boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of the event. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files identified that the frontal image processing pc(ippc) failed to boot up. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse found that the problem was caused by an ippc communication issue. Fse reseated the lan cables and restarted the system. Fse conducted ippc diagnostics and found that the system was working well and the issue was resolved. After reseating lan cables, the system was returned to use in good working order. The codes were updated based on the investigation outcome.